Manufacturer narrative:
Concomitant medical products: etlw1616c93e, sn (B)(4). Film evaluation results are: the exact cause of the possible type iii fabric endoleak could not be conclusively determined from the 3d recon report provided. The pre-implant anatomy information, films during the index procedure, earlier post-implant films, and additional films that showed the possible type iii fabric endoleak were not provided. The complete anatomy information and stent graft in-vivo configuration could not be assessed. The calcification in close proximity to the contralateral limb may have contributed to the event. It could not be confirmed (or ruled out) if the endoleak may have been related to fabric wear due to the proximal (external) stents of the contralateral limb which may have abraded the bifurcate near the level of the flow divider. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately two years and three months post index procedure the patient had a type iii fabric, endoleak. The type iii fabric endoleak appeared to originate at the flow divider of the endurant ii stent graft bifurcate where the endurant ii contralateral stent graft limb overlaps the contralateral gate. Per the physician, the cause of the event could be related to the device or due to interaction between the device and jagged chunks of calcium located at the site of the endoleak. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.